Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under infused during delivery. Full medication was not infused on pump after the 30 min allowed. Drug has 0.64ml at the start, and at the end of the infusion there was 0.5ml left. There was no report of patient injury or medical intervention associated with this event. No additional information is available.